Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer would resume insulin or changed out pump supplies to address the alarm and resumed insulin delivery. No reported impact to the blood glucose level.